Event description:
Information received indicates the head up function on the left intermediate caregiver siderail will not raise head of bed due to fluid leaking onto the ucm board.

Manufacturer narrative:
The technician replaced the ucm board and cable to repair the bed.